Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the primary pressure-reducing valve issue was traced to component failure. For the oil contamination in the air tubes, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit had oil contamination in the air tubes due to primary pressure-reducing valve performance failure. There was no patient involvement.